Event description:
The reporter indicated that a 13.7 mm vticm5 13.7 implantable collamer lens of -8.50/2.0/92 (sphere/cylinder/axis) was implanted into the patients left eye (os) as a second exchange lens on (B)(6) 2021 to correct low vault. The patient is still experiencing a low vault of 70um. The lens remains implanted. Per reporter, no intervention is planned. Cause is reported as device "low vault." See MFR# 2022-00473 for first exchange lens.

Manufacturer narrative:
Pt info. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).